Event description:
On (B)(6) 2012, a (B)(6) female pt underwent left subtalar distraction bone block arthrodesis surgery with a femoral head with trochanter allograft and qwix screws. On (B)(6) 2012, the wound side was described as having redness and erythema around the incision and some drainage. Cultures were taken of the left foot: left heel, screw left heel, left root subtalar, left foot subtalar - nonunion #1 and 2 and left foot fibrous. The surgeon was concerned about the structural stability of the calcaneus bone block arthrodesis and not too concerned about the infection. The wound site was thoroughly irrigated and the necrotic tissue was debrided. The site was closed and IV and oral antibiotics were administered. On (B)(6) 2012, few polymorphonuclear leukocyte was seen on the gram smear, left heel and left heel screw. On (B)(6) 2012, surgical wound cultures were taken and were positive for moderate growth for klebsiella pneumoniae subsp ozaenae/oxytoca, moderate growth for coagulase negative staph, moderate growth streptococcus viridans group and no anaerobic organisms isolated. On (B)(6) 2012, the pt underwent irrigation and debridement and external fixation using a depuy-ace-fisher external fixator with wire and connectors. A 3 cm incision was made over the sinus tarsi at which point no gross infection was identified. Thorough debridement of all fibrous tissue was performed and multiple deep cultures were taken. On (B)(6) 2012, no polymorphonuclear leukocyte was seen on the gram smear left foot and left foot subtalar. On (B)(6) 2012, rare polymorphonuclear leukocytes was seen on the gram smear on the left foot fibrous. On (B)(6) 2012, final cultures were taken of the left foot subtalar and left foot fibrous no growth was seen at 5 days. Antibiotics were administered. Under c-arm fluoroscopy, the surgeon noticed a significant amount of lateral instability. The deformity could not be corrected which did reduce the talus under tibia. Depuy-ace-fisher fixation, rods, plates, connectors, wires, bolts and nuts were used. The pt is reportedly processing well. Initial reporter: (B)(6).